Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of capture (loc) for an unknown duration of asystole. Additionally, every third beat didn't line up on the shock channel during threshold testing. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
--

Event description:
Additional information was received that an x-ray was performed and noted a lead dislodgement. A lead revision was planned for an unknown date in the future.